Manufacturer narrative:
Results code refers to the catheter.

Event description:
It was reported that the catheter was not in the intrathecal space. The catheter was revised 2009. The pump contained baclofen at the time of the event. No symptoms prior to revision or pt outcome were reported. Add'l info has been requested, but was not available as of the date of this report.